Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was able to fire but the staple line was incomplete on the distal part of the pulmonary vein. Bleeding was also noted. It was not known if the problem was from the stapler or the reload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery, the stapler was able to fire but the staple line was incomplete on the distal part of the pulmonary vein. Bleeding was also noted. It was not known if the problem was from the stapler or the reload. Surgeon changed the device to resolve the issue. No patient injury.